Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury as identified in CAPA pr7211. A report will be filed with all applicable regulatory agencies. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.